Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced withdrawal with symptoms of nausea, increased pain, and diaphoresis. The pump had been alarming intermittently for about a month. An MRI was performed on (B) (6) 2010, showed a minimal enhancement of mild granulation tissue around the area of the intrathecal catheter which was likely postoperative granulation tissue. The pump and catheter were replaced. The drugs in the pump were dilaudid and clonidine. The pt recovered without sequela.